Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported the customer experienced an elevated blood glucose (bg) of 349 mg/dl as well as trace amounts of ketone's. The elevated bg and ketone's were treated with a correction bolus via the pump and drinking water. Reportedly the customer forgot to change the time and date on their replacement insulin pump, when entering their personal profile settings into the device. Customer stated the time and date were corrected and bg levels are "back to normal".